Event description:
It was reported that during a thoracic procedure, the device closed down on tissue and it was hard to get off tissue. Another stapler was used to transect the device off and complete the procedure. There was no patient impact.

Manufacturer narrative:
Information anticipated, but unavailable at this time.